Event description:
A hospital in (B)(6) reported that the opt318 optiflow junior interface wiggle pads are "falling off sweaty children." No patient consequence was reported.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. The hospital did not provide any complaint devices for evaluation. Without a device we were unable to determine whether there was an actual defect with the cannula. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly apply the cannula and also contain the following statement: - "ensure infant's face is clean and dry. " - "check cannula remains secure on the face. Replace wigglepads if required." A lot check could not be performed as no lot number was provided. No patient consequence was reported. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the optiflow junior range of cannulae based on customer feedback.